Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that an impedance test was performed and it was determined that there were high impedances on electrode 10. The manufacturer representative ensured that the programming did not include the use of electrode 10. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via a manufacturer representative (rep). It was reported that there were several high impedance readings. Contacts 11, 12, and 15 were over 10,000. There were no known circumstances that led to the issue. The rep programmed an effective setting without using the contacts that were out of range. The issue was not resolved meaning there were still some contacts showing out of range impedance readings, but the patient was getting effective stimulation and therapeutic effect. No further complications were reported.